Event description:
The customer reported the unit shut off twice and flashed service across the screen.

Manufacturer narrative:
(B)(4). The customer reported the unit shut off twice and flashed service across the screen. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.